Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account without packaging. The reload could not be unloaded from the device. The jaws were clamped and the retraction knobs were advanced. The instrument cover tube was loose and rotated. The unload button was in the ¿unload¿ position and showed no resistance. When trying to cycle the reload it was noted that the reload would articulate upon firing, and the tube housing would advance. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The potential root cause is related to the manual assembly process; resulting in the condition of the instrument received. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, surgeon fired the stapler across gastric tissue. When fired, he found it difficult to retract the block retraction knobs. It took considerable force to fully retract and open the jaws of the device. They took the stapler and load and cycled the instrument and found that it was stiffer than normal to open. The staple line was fully formed and there was no damage to tissue. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.